Manufacturer narrative:
Analysis was normal, no anomalies were found.

Event description:
It was reported that during an attempted implant of the lead it exhibited sensing, capture and impedance issues due to dislodgement. The patient did not experience any adverse consequences. The lead was not used and was replaced.